Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that failure to capture was observed on the right atrial lead. On (B)(6) 2018 the lead was capped and replaced successfully. The patient¿s condition before, during and post procedure was stable.